Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that poor communication occurred due to cable failure and defective image occurred. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the camera head. The issue occurred during reprocessing. There was no delay, injury, or death and patient was not under anesthesia. There was no patient harm associated with the event.